Manufacturer narrative:
Physio control continues to investigate the reported event.

Event description:
It was reported that the device would intermittently fail to power on and complete the boot-up cycle. There was no report of patient involvement with the incident.